Event description:
The sales rep reports that during a lap gastric bypass procedure, when fired the cartridge pushed without stapling and cutting. They got a new one to complete the procedure. There was no pt consequence. Device will be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.